Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of incontinence and atrophy are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence and urethral atrophy. A cystoscopic evaluation confirmed the finding, and the previous device was removed. A new cuff measurement was taken, and a new device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. A DHR and ship history review cannot be performed as the lot number was not available. The device instructions for use (IFU) was reviewed. The patient symptoms were found to be listed in the IFU. The reported patient symptoms of incontinence and atrophy are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence and urethral atrophy. A cystoscopic evaluation confirmed the finding, and the previous device was removed. A new cuff measurement was taken, and a new device was implanted. There were no further patient complications reported.